Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the filter migration. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The procedure was to treat a lesion located in the internal distal right carotid artery. After deployment of the emboshield nav6 embolic protection system, with the wire being a safe distance away, the filter migrated proximally all the way back to the common carotid artery. The filter was successfully removed with the retrieval device. A second filter was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.